Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received inappropriate shock therapy and was hospitalized. Upon review of the event, it was determined that the patient's rhythm complex had significantly widened, which resulted in double-counting and the subsequent shock delivery. Ergonomic testing was performed, but the morphology was unable to be reproduced. Boston scientific technical services (ts) was contacted and provided additional recommendations for trying to recreate the change in morphology to acquire a new sensing template. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received inappropriate shock therapy and was hospitalized. Upon review of the event, it was determined that the patient's rhythm complex had significantly widened, which resulted in double-counting and the subsequent shock delivery. Ergonomic testing was performed, but the morphology was unable to be reproduced. Boston scientific technical services (ts) was contacted and provided additional recommendations for trying to recreate the change in morphology to acquire a new sensing template. The physician elected to reprogram the device to the secondary sensing vector and the patient was discharged and is continuing with normal follow-ups. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).